Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 for mechanical circulatory support. It was reported that the patient experienced a cardiac arrest that was witnessed by a bystander. Cardiopulmonary resuscitation was administered for 30 minutes before return of spontaneous circulation was achieved. The patient was brought to the hospital and placed on veno-arterial extracorporeal membrane oxygenation. The patient was taken to the cardiac catheterization laboratory where the left anterior descending coronary artery spontaneously dissected. A stent was placed, and the patient was brought to the operating room for impella 5.5 placement and an additional venous return line was placed for the veno-arterial-venous ECMO (vav ECMO). After the patient was transferred back to the intensive care unit on vav ECMO and impella 5.5 support, the patient required additional volume, crystalloid, and blood. It was noted that the patient was bleeding significantly from the back of their head, and as a result systemic anticoagulation was withheld. The device was subsequently weaned and explanted successfully. The explant was not performed earlier than planned as a result of the complication. The patient¿s arterial cannula was removed, and the patient remained on veno-veno extracorporeal membrane oxygenation support. Additional information was received. The product is not available to be returned.